Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the delivery device tore the trailing haptic of the lens upon insertion into the patient's right eye. The lens was removed and a back-up lens of the same model and diopter was implanted with no issues. The incision was enlarged and sutures were used. The patient's current prognosis is reported by the physician as doing well.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found that the lens is in pieces. Only two small pieces of the optic were returned. One small piece of a haptic is attached to one returned piece of the optic. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The device history record (DHR) was reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the current information, the root cause of the event could not be conclusively determined.